Manufacturer narrative:
.

Event description:
It was reported that during routine pump replacement surgery, the catheter was found to be occluded. The pump was then explanted and not replaced. The hcp planned to do magnetic resonance imaging (MRI) prior to catheter and pump replacement. The patient had not had any symptoms and was being managed with unspecified oral medications until the replacement of the catheter and the implant of the new pump could be done. The pump was used to deliver morphine, compounded baclofen, and bupivacaine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.